Manufacturer narrative:
Samples received: 367 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are 24 units in stock in b. Braun surgical warehouse. We have received 367 closed pouches. Tightness test to the closed samples received has been performed and the units are tight. We have tested the closed samples for: knot pull tensile strength and the results fulfill the requirements of the european pharmacopoeia (ep): 6.87 kgf in average and 6.41 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Linear pull tensile strength and the results are 14.01 kgf in average and 13.40 kgf in minimum. There is no ep/usp limits for this test but the values obtained are the usual ones for this thread and size. Knot security control test and the results are into the current range of this thread and size. Degradation test results conducted on the sample received fulfils b. Braun surgical requirements. In the degradation test, threads are introduced in nacl 01% solution at 37ºc for 14 days. After this period the knot pull tensile strength of the thread is tested. The results for the samples received are 5.32 kgf in average and 4.77 kgf in minimum. B. Braun surgical requirement is 2.69 kgf in minimum. These values are in the usual range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Incident: patient revision at j4 of her caesarean. Thread broken at his center. Creation of an hematoma. Sample available.